Event description:
It was reported that during a ptca procedure, the guide wire was placed in an unk lesion and two different size cutting balloons were used. A galileo was then advanced and at some point, under fluoroscopy, the guide wire tip did not seem to be responding properly. The devices were removed and the guide wire tip remained in the pt. The guide wire coils were noted to be stretched out. The separated guide wire tip was too far distal to consider a retrieval attempt.